Manufacturer narrative:
11 patient samples were provided for investigation. Three randomly picked samples were visually checked. In each of the samples, clots or clouds were observed. All samples were tested in duplicate. The results of the first run and rerun of each sample were identical. No clot alarms occurred. Based on the sample appearance and instrument check, there was no indication of a systematic issue with the analyzer. The investigation determined the issue is consistent with an incorrect pre-analytic sample handling.

Event description:
The initial reporter stated they received discrepant results for 12 patient samples tested with the elecsys troponin t hs assay on up to three different analyzers. The initial sample results were reported outside of the laboratory. Refer to the attachment for all patient data. The issue occurred on two different analyzer lines indicated as line 1 and line 2. Line 2 consists of one cobas 8000 e 801 module ((B)(4)). Line 1 consists of two different unknown roche elecsys analyzers. For each measurement performed on line 1, it is not known which of the two analyzers it was tested on.